Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 286 mg/dl. The customer stated that there is air bubbles in tubing. The customer was informed to review the relevant infusion set and pump product manual. Customer stated that she does not trust the pump and insist on a replacement pump.